Event description:
It was reported that a pt underwent hernia surgery twice (dates unk) and "both times the procedure did not last". The pt stated that his second surgery only lasted two weeks before it ruptured. Additional info has been requested.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.